Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was overheating. The device was being used during surgery. There was no pt or user injury reported. It is unk if medical intervention occurred. There was no additional info provided.